Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears or advancing the knot with a knot pusher while the suture is not in-line with the pusher. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. Unretrieved device fragment(s).

Event description:
It was reported that during a repair of a meniscal tear, suture frayed and broke after 2nd trocar was deployed. Both implants remained behind the meniscus, surgeon could not tighten and tie the suture; another ar-4500 was used to complete the case. No further patient or event information was provided at the time this event was reported.